Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having difficulty connecting to the mobile power unit for one lead was confirmed via the returned unit. The heartmate mobile power unit (mpu) (serial number (B)(6) ) was returned and evaluated at the european distribution center (edc) on (B)(6) 2021. The unit was functionally tested and passed all steps without issue; however, the reported event of a difficult connection of one of the leads was confirmed. The patient cable was replaced, and preventative maintenance was performed on the unit. The system underwent a full functional checkout and passed all steps without issue. The heartmate mpu patient cable was forwarded to ppe for analysis. Ppe evaluation of the mpu patient cable revealed that the cable threads were damaged and uneven causing the difficulty. The cable was placed on a known working unit and operated a controller as intended. Provided information stated that there was no difficulty connecting to a second mpu, there were not any alarms in the event, and the product will be returning for analysis. The root cause of the reported event could not be determined through this analysis. Incidental findings: gap in the mpu patient cable connector the device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the patient cable. Heartmate ii instructions for use , under section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the patient cable. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had difficultly connecting their system controller to the mobile power unit on one lead. Damage was noted on both the black and white screw threads and the patient cable had a loose rubber encasing. The mobile power unit was exchanged and the issue resolved. The patient was doing well.